Event description:
It was reported that the transmitter was overheating. On (B)(6) 2023, the patient reported that while taking a shower, his transmitter started heating up and melted the transmitter holder and the whole sensor. This resulted in a burn on his skin from the very hot transmitter. The patient also had a skin tear following removal of the sensor. On (B)(6) 2023, the patient was diagnosed with cellulitis and treated with keflex antibiotic 1 capsule three times a day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was getting better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).